Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error - poor aseptic technique. A batch review of the potentially associated lot number (10k17h25) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of four reports associated with this event.

Event description:
Baxter contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding a home patient (hp) report of peritonitis. The pdrn stated that the hp, on a date previous to (B)(6) 2011, experienced symptoms and went to the hospital emergency room only for a peritoneal dialysis (pd) effluent analysis. The pdrn stated that the hp was treated but that she could not disclose further information other than the causality was the hp not wearing his mask during connection and set up of pd therapy.